Manufacturer narrative:
(B)(4). Insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a missing reservoir tube o ring, a broken reservoir tube lip, a stained keypad overlay, a missing retainer, a cracked case behind the pump near the battery tube compart and a pillowing keypad overlay. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o ring and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the reservoir compartment at the top. No harm requiring medical intervention was reported. The device will be returned for analysis.